Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the one week follow-up appointment after initial implant, this right ventricular (rv) lead exhibited oversensing of the right atrial signal resulting in pacing inhibition. The rv lead sensitivity programming was adjusted but upon further monitoring, there were still one or two instances of pacing inhibition of two to three beats in a row observed. There was a small increase in rv threshold observed from 0.9 volts at implant to 1.4 volts but oversensing could not be confirmed and there were also no stored events in the device logbook. In response, the physician elected to perform a lead revision to reposition the lead implant position. During the revision procedure, the rv lead was attempted to be removed from the cardiac tissue but even after turning the lead counterclockwise several times, the lead could not be removed. As a result, the lead was surgically abandoned and replaced with a new rv lead implanted around the lower septum. There were no additional adverse patient effects.